Event description:
It was reported that during priming, it was difficult to put the drug into the cassette, and when the device was primed, the drug came out forcefully from the tip. The customer tried to transfer only the chemical solution to another cassette and try again, but it was so hard that it would not come out, so the customer had to start from scratch. There was no patient harm.

Manufacturer narrative:
B3: event date unknown. One sample and three photos were received for evaluation. The reported issue was able to be detected in the photos provided. The sample was received unused. Upon visual inspection, no discrepancies were found. During functional testing, no discrepancies were detected even though the tube was kinked due to the time of gripper was activated. The reported issue was not confirmed. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.